Event description:
Customer reported a pt death. Alarms were sent to the central station, however, no audible alarms were reportedly activated. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing.